Manufacturer narrative:
The device was returned and the evaluation found that the lens was broken. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope was broken from the bipolar side. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, e2,e3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the reported issue was most likely attributable to considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The issue was noticed prior to the procedure.